Manufacturer narrative:
Correction: unique device identification (UDI) inadvertently not included on follow-up sequence 1. Correction: aware date of supplemental report 1 inadvertently filed as 1/11/2017 instead of 1/11/2018.

Manufacturer narrative:
Device manufacturing date has been populated with the correct information.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the hv tank and sedecal board were replaced without resolution. The representative then returned to the site to perform additional troubleshooting, which found that the charger of the scopemeter was not functioning as designed. Further troubleshooting found that the inverter assembly was suspected to be at fault. Following replacement of the inverter assembly, the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while installing the imaging system, the anode-cathode kv range was not being reached. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The inverter for the imaging system was returned to the manufacturer for analysis. The inverter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The generator control board was returned to the manufacturer for analysis. Analysis found that when the board was installed into an imaging system, the system readied and 2d images were successful when actuated. 3d imaging resulted in immediate termination. No 3d imaging.. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The battery charger cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hv tank for the imaging system was returned to the manufacturer for evaluation. Testing found multiple opens on the relay cable and resistance was lower than intended on the assembly.